Event description:
Edwards received information that an pericardial valve, implanted approximately for seven (7) years, was explanted and available for return and evaluation. No additional information has been made available.

Manufacturer narrative:
Host tissue, pannus overgrowth. Evaluation summary: valve was received with minimal host tissue overgrowth which encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Moderate to heavy host tissue overgrowth which encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6 mm. Host tissue was heavy at the stent inflow and outflow. Host tissue fused all leaflets at the commissure on the outflow aspect: approximately 4 mm at commissure 2 and approximately 1 mm at commissure 1 and 3. Minimal to moderate calcification was observed on the cusps of leaflets 1 and 2 and moderate on the cusp of leaflet 3. Minimal calcification was also noted on the free margins of all leaflets. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient medical history or reason for explant has been provided. Through product evaluation, it has been determined this device was explanted due to stenosis secondary to host tissue overgrowth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There are no known patient contributing factors. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.